Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an external neurostimulator trialing system. It was reported that each time the patient tried to turn stimulation on it would turn back off. The external stimulator battery showed full and the patient programmer battery was full as well. When the representative checked impedances they were xxx. Impedances were checked at .7v and 3.0v and still showed xxx. The external neurostimulator was changed out, but that did not clear the issue. It was suggested to the representative to change out the multi-lead trialing cable. No further complications were reported as a result of this event.